Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon interrogation it was noted the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing of noise, loss of capture, decreased sensing and high out of range pacing impedance measurements. Review of the daily measurements found that the pacing impedance measurements had spiked approximately three months earlier. The patient is not pacemaker dependent and the oversensing only lasted for approximately one second. A fracture was suspected, but not confirmed, so the device was reprogrammed to only pace and sense in the atrium; thus electrically abandoning the pacing portion of the rv lead. Approximately a week later, the patient underwent a revision procedure where the rv lead was surgically abandoned. The ICD remained in service and a new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct fields b5: describe event of problem and d7: explant date. Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that upon interrogation it was noted the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing of noise, loss of capture (loc) decreased sensing and high out of range pacing impedance measurements. Review of the daily measurements found that the pacing impedance measurements had spiked approximately three months earlier. The patient is not pacemaker dependent and the oversensing only lasted for approximately one second. A fracture was suspected, but not confirmed, so the device was reprogrammed to only pace and sense in the atrium; thus electrically abandoning the pacing portion of the rv lead. Approximately one week later the patient underwent a revision procedure where the pace/sense portion of the rv lead was surgically abandoned, while leaving the shock portion in service. The ICD remained in service and a new pace/sense rv lead was successfully implanted. No additional adverse patient effects were reported.